Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-01164. It was reported that stent dislodgment occurred. The target lesion was located in the left anterior descending (lad) artery. During preparation of a 2.50 x 38 synergy ii drug-eluting stent (des), the stent stripped off when the stent plastic protector was pulled off. A small portion of the stent was sticking out of the back but the majority was still inside the stent protector. The device was not used and a 2.50 x 20 synergy ii des was then selected. It was prepared without stripping the stent off, the physician advanced and pushed the device so hard and the proximal end of the catheter snapped, about 15-20cm from the hub. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.